Manufacturer narrative:
The initial visual examination of the returned blood pump could not identify any defects. The blood pump was then tested for functional performance and did not notice any unusual sounds. During pump operation, pumping noises could be heard from the blood pump. However, these were not unusual compared to other pumps. Pump sounds can vary from pump to pump and are not unusual or noticeable in this case. The pump was then disassembled for further testing and the membrane layers were individually examined. All three membrane layers were found to be intact. Graphite agglomerates were detected between the membranes. These could be seen as dimples on the membrane surface, confirming the customer complaint. The cause of the dimples is most likely due to the graphite particles formed by abrasion between the membrane layers. The resulting graphite agglomerates led to a recurring optical abnormality seen as dimples, confirming the clinic's observation.

Manufacturer narrative:
The excor blood pump, s/n (B)(4), was in use by the patient from (B)(6) 2019 until (B)(6) 2019 (68 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. The affected blood pump has not been returned to the manufacturer yet. A detailed report will be provided as soon as available.

Event description:
Berlin heart (B)(4) was contacted by the clinic to report dimples and unusual pumping sounds noted in the excor blood pump of a patient supported in the lvad configuration. Trained personnel at the clinic exchanged the blood pump without incidence. The patient was not affected by this incident and is doing well.